Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-10. H6: investigation summary: three samples with open packaging were received by our quality team for evaluation. The samples were subjected to visual inspection. On two samples, it was observed that the needle had pierced through the catheter. A v-cut was observed on the third cut which could be due to the needle piercing through the catheter. A device history record review found no non-conformances associated with this issue during production of this batch. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto-rejected by the automated vision inspection system due to not meeting the lie distance requirement. Needle pierced through catheter could also happened during product application when the product was manipulated. As the samples were returned in open packaging, the actual root cause could not be established. H3 other text : see h10.

Event description:
It was reported that 6 bd angiocath¿ plus IV catheters experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: angio cath's stylet is torn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd angiocath¿ plus IV catheters experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: angio cath's stylet is torn.